Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient should be close to the end of their rewarm but the patient temperature was still 33.5 c in the arctic sun device. The patient temperature was 33.5 c the target temperature was 37.5 c (it increased from 37 c when the patient temperature was not increasing), the water temperature was 33.1 c the flow rate was 2.8 lpm the rewarm tab reads from 37 c to the rate was 0.15 c per hour to 37.5 c. The patient was not covered or no bair hugger but the user was about to put it on when the user called the help line. (B)(6) had the user to text a screen shot of the graph and it looks like the patient was below the target temperature all night and the water temperature did not increase as expected. (B)(6) asked the nurse not to make any additional changes but go ahead and cover the patient. The user called to biomed and suggested to check for alert 113 (reduced water temperature control) and confirmed high water level. The event log only showed alert 112 (return to cooling) but no 113 in event log and high water level set for 40 c. It was drained 500 ml from the arctic sun reservoir anyway. The user called back and the patient temperature was at 37 c. (B)(6) would call back in the morning when the therapy was complete and request the data from the case. Per follow up via phone on 06jan2022, nurse stated that there were no further issues after speaking with troubleshooting. Nurse stated that mss did an exceptional job on helping. Nurse determined that the arctic sun was overfilled and after draining some of the water out, therapy was completed with no further issues and the arctic sun did not have to go to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient should be close to the end of their rewarm but the patient temperature was still 33.5 c in the arctic sun device. The patient temperature was 33.5 c the target temperature was 37.5 c (it increased from 37 c when the patient temperature was not increasing), the water temperature was 33.1 c the flow rate was 2.8 lpm the rewarm tab reads from 37 c to the rate was 0.15 c per hour to 37.5 c. The patient was not covered or no bair hugger but the user was about to put it on when the user called the help line. Ms and s had the user to text a screen shot of the graph and it looks like the patient was below the target temperature all night and the water temperature did not increase as expected. Ms and s asked the nurse not to make any additional changes but go ahead and cover the patient. The user called to biomed and suggested to check for alert 113 (reduced water temperature control) and confirmed high water level. The event log only showed alert 112 (return to cooling) but no 113 in event log and high water level set for 40 c. It was drained 500 ml from the arctic sun reservoir anyway. The user called back and the patient temperature was at 37 c. Ms and s would call back in the morning when the therapy was complete and request the data from the case.